Event description:
During an in clinic follow-up, noise which resulted in oversensing was noted on the right ventricular (rv) lead. Insulation damage was suspected but was not confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable.